Event description:
In (B)(6) 2012 I had a spinal cord implant put in my back. (B)(6) told me this device would block the pain signals from my lower back to my brain and would give me great relief from the pain. The device was made by boston scientific. This device has not performed as they advertised. I have had no relief from the pain. (B)(6) says he put it in the right place, go talk to boston scientific. Boston scientific says he put it in the wrong place. They billed our insurance for (B)(6) for this procedure and it doesn't provide the pain relief as advertised. Five different doctors since this operation have told us they usually don't work well in the lower back.